Event description:
Patient was revised to address aseptic loosening of femoral component at cement/implant interface. The manufacturer of the cement used in the primary surgery is unknown.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product info required in searching the complaint database by product lot code was not provided. The investigation could not draw any conclusions about the reported device loosening based on the lack of the product to examine and insufficient product info. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.